Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to and including the last log entry on the (B)(6) 2017. No further log entries were recorded. The investigation was unable to replicate, or find any evidence of, the reported fault. There were 7 manual power ups recorded in the history log over a 7 year period, these were most likely due to the user power cycling the device. The device was temperature cycled between 0-50°c for 48 hours while performing a self test every 20 minutes, this equates to approximately 33 months of normal use without fault. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.